Event description:
It was reported that during implant procedure, the stylet could not advance to the lead lumen. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
(B)(4).